Event description:
The customer reported that the insulin pump was damaged when it was dropped. The customer stated that the device did rattle. The blood glucose reading 363mg/dl. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to a broken connector at the motherboard. The device also had a loose drive support disk and scratched at the display window.